Manufacturer narrative:
(B)(4). Medical device problem code a1005 captures the reportable event of fiber connector overheats. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 3, 2021 that a flexiva ID tractip 200 laser fiber was used in a cystoscopy, right retrograde ureterogram and pyelogram, right pyeloscopy with laser lithortipsy and placement of a 6x24 double-j ureteral stent procedure performed on (B)(6) 2021. During the procedure, the laser fiber was not working properly and the hub where the fiber was attached to the surgical laser system was heating up. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.